Manufacturer narrative:
H3: a product analysis was completed on product ID bi71000522. The complaint was confirmed that the site was unable to power on their mvs. The fuse was analyzed and continuity testing indicated that the fuse was open. It was a blown fuse. H6: codes previously submitted (10, 4203, and 4307) are applicable for the work order analysis on the system and the product analysis on bi71000522. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the inrush suppressor was returned and analyzed. It was installed into a test system. The system booted and readied multiple times. 2d and 3d imaging were successful. No failure was found. Codes 10, 213 and 67 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer information corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device return status corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000608, serial/lot #: rev. 3 : s/n (B)(4), ubd: , UDI#: ; product ID: bi71000522, serial/lot #: rev. 3 : s/n n/a, ubd: , UDI#: name of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there was a blown fuse. The mvs fuse and inrush suppressor were replaced. It was noted that the field service engineer (fse) had recommended that the site confirm proper function of the wall outlet. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: (B)(4). The kit svc o2 bi71000608 mvs inrush supresr (rev. 3 : s/n (B)(4)) and kit svc o2 bi71000522 2fuse 15a 250vfast were returned to the manufacturer and were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to power on the mobile viewing station (mvs). A clinical specialist (cs) and field service engineer (fse) had attempted some troubleshooting over the phone, but the site was still unable to get the system up and going. The probable cause was noted to be the ups. There was no patient involvement.